Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, station was releasing all pocket while user retrieving propofol medication from the pocket. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: g2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed that the customer resolved the issue, and no further investigation was required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, station was releasing all pocket while user retrieving propofol medication from the pocket. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.